Event description:
It was reported that the patient underwent an xlif procedure. During the procedure, after the maxcess 4 retractor was placed in the wound, the articulating arm was unable to maintain tension to hold the retractor in place. There was no back-up articulating arm available for use. As a result, the procedure was aborted and rescheduled for a few days later. The additional procedure was performed without incident. No further patient impact was reported. No additional information was provided.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "...residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure..." "...pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was received by nuvasive and the complaint was confirmed. Examination confirmed that when locked the arm still has movement due to loosening of joint connections as a result of excessive use /wear and repeated exposure to excessive force. The root cause is considered wear fatigue as the device has been in the field for over 7 years as part of loaner sets that are subjected to handling and repeated sterilization cycles after distribution into the field, wear and damage can occur over time. No additional investigation required. Labeling review: "...residual risks to the patient associated with use of general surgical instruments are: instrument malfunctions which potentially result in surgical delays (thereby causing additional exposure to anesthesia, blood loss, and infection), a change in surgical plan, failure to achieve optimal clinical result and/or, infrequently, cancellation of a procedure..." "...pre-operative warnings: the instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury..."

Event description:
New information listed on h10.